Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account has declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The device operated as expected. It was reported that (B)(4) will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.